Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the iabp did not function in battery mode when a battery was inserted in slot #2. The company representative replaced the power management pcb (part number 0670-00-0767). The iabp was tested to factory specification. It functioned normally and was released to the customer. The power management pcb was received by the manufacturing facility at (B)(4) and is under evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp would not run on battery. The customer reported that after removing the unit from the trolley or unplugging the unit from the ac power source, the iabp would shutdown immediately. No patient was involved.